Event description:
It was reported that the subject device did not project an image. It was unknown when the issue occurred. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.